Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, g3, h2, h4, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. The design of the device was reviewed by the designer, 3d systems; review of the DHR revealed that all parts were designed to specification and conforming. Both fossa and mandible are placed close to the planned position with only a minor amount of rotation. Scan shows a breach of one of the screws through the fossa implant. A screw appears to be close or touching the fossa cup. The case report recommends a 7 mm screw, but as noted the surgeon is free to choose screw lengths as they see fit. It cannot be determined if this is the cause of the pain. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a - implant date - device was implanted on an unknown month and date in 2021. The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right custom temporomandibular joint on an unknown date. Subsequently, the patient has reported experiencing pain. The surgeon conducted a CT scan which indicated that the fossa screw may be touching the top of the fossa cup. No further information is available.